Event description:
A malfunction alarm labeled as malf 1 was reported, but no notable events preceded it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappeared.